Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl and an injection of insulin was used to address the bg level. The customer had performed a system check and the occlusion appeared to be within the cartridge. The customer was to replace the cartridge with cartridges from another box.

Event description:
The customer reported on (B)(6) 2016, that no further occlusions had been received using the new box of cartridges.